Event description:
Reportedly, a piece of the cannula broke off and disengaged into the patient cavity upon insertion of the device. As a result, the surgeon decided to increase the size of the initial port incision to locate and subsequently retrieve the piece of cannula from the patient cavity to complete the case without further incident. Patient status: no patient injury reported.